Manufacturer narrative:
Additional information was added: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of unknown secondary IV (intravenous) medication sets under infused while in use with baxter IV infusion pumps. This was further described as ¿a remaining volume stays in the bag (primary and secondary) when the preprogramed volume reaches zero¿. The customer reported that "the 24-inch distance recommended between the middle of the pump and the top of the containers was respected for an accurate rate". This issue was identified during patient infusions. There was no patient injury or medical intervention associated with these events. No additional information is available.